Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that they experienced high blood glucose level. Customer¿s blood glucose was 29.2 mmol/l at the time of incident. Customer was taking antibiotics due to not feeling well. Insulin pump was on auto mode. The insulin pump will not be returned for analysis.